Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age and gender and with acute myocardial infarction and cardiogenic shock had an impella device implant procedure for mechanical circulatory support. While the impella device was being implanted, a kink was found at the bottom of the motor. The intended procedure was completed without the impella device, and the patient remains on support.

Manufacturer narrative:
The investigation has been completed. The device was not returned for investigation. Based on clinical description, the root cause of kinked cannula was most likely patient condition. A.2 revised as inadvertently left off the previously submitted report and was added. D6a and d6b revised from the initial submission in accordance with updated procedures. G1 revised reporting contact facility name and reporting contact fax number from the initial submission in accordance with updated procedures. H6 codes 486 and 4114 were reported incorrectly on the previously submitted report. Medical device problem code was revised in accordance with updated procedures.